Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had their old ins replaced today, but during removal the lead broke, and some lead fragments were left behind. Pt reports they were told by hcp that MRI is safe with lead components still in body, however the manufacturer's rep stated MRI is not safe since lead fragments were left behind.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0fw1q, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jan-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.